Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11454. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and high pacing impedance while the right atrial lead exhibited high pacing impedance. No device intervention was performed. The patient was stable.

Event description:
New information received notes that the right atrial and right ventricular leads were explanted on (B)(6) 2020.